Event description:
It was reported that right ventricular (rv) lead impedance was greater than 9,999 ohms and the unipolar and bipolar thresholds were both high. The rv lead had a suspected fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).